Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient was diagnosed with the following pre-operative diagnosis: severe l4-l5 multifactorial lumbar stenosis. Right l4-l5 foraminal disk. Right l3-l4 foraminal-far lateral disk with acute left lumbar radiculopathy. Patient underwent the following procedures: bilateral l4-l5 decompressive lumbar laminectomy with medial facetectomy and foraminotomy. Right l4-l5 microdiskectomy and resection of lateral foraminal disk herniation and decompression of the l5 nerve root. Right l3-l4 microdiskectomy via a far lateral approach-foraminal disk herniation and decompression of right l4 nerve root. L4-l5 interbody arthrodesis with structural cage and morselized autograft-allograft. L3-l4-l5 pedicle screw fixation. Bilateral l3-l4-l5 posterolateral arthrodesis with morselized autograft with allograft and rhbmp-2 . Application of cranial fixation device. Per op-notes, "...placed the remaining morselized autograft augmented with graft and putty, some small kit of rhbmp-2 in the posterolateral intertransverse space between l3 and l5... The patient tolerated the procedure very well without any complications." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.